Manufacturer narrative:
The mother provided a photo of the damaged sheet which confirms the sheet has a large rip. The photo shows the safety sheet has a large rip along the zipper portion of the sheet. The mother reported that the sheet had a little tear in it. Her son found the hole and tore it more. The tear was in the sheet fabric along the zipper. The son got out completely past the mattress slats. Reaffirmed no injury of any kind. Manufacturing lot records demonstrate required inspections were performed and there were no non-conformance's. The product was not returned for evaluation or requested to be returned as the large rip by the child removed the ability to determine further information. Root cause narrative: the root cause could not be determined based on the information available for the investigation. The immediate cause of the larger rip is the child damaged the safety sheet by tearing it, causing a gap where he could elope from the bed.

Event description:
"There was a small tear in the sheet so he [the son] decided to rip a bigger hole so that he could escape from the bed." "He was able to get out of the bed completely". No injury was indicated by the parent.